Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one lipemic patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The erroneous result was not reported outside of the laboratory. The patient sample initially resulted with an na value of 126 mmol/l. The sample was ultracentrifuged and then repeated, resulting with a value of 134 mmol/l. The reporter questioned the lipemia index limit of 2000 listed in product labeling for the assay since the affected patient sample had a lower than expected value and lipemia index of 1300. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The lipemia index of "2000" listed in product labeling was evaluated on a model in the laboratory in artificial conditions. The lipemia index depends the patient. A value of 1300 is also high and can cause discrepancies. Labeling also mentions the possible effect of lipemia on na results as follows: "gross lipemia causes pseudohyponatremia. Grossly lipemic specimens should be cleared by ultracentrifugation. Turbid urine samples should be cleared by centrifugation. Pseudohyponatremia may be seen with lipemic specimens as a result of fluid displacement." The investigation could not identify a product problem. The cause of the event could not be determined.